Manufacturer narrative:
Affected sets were discarded and not returned for investigations. The reporter confirmed that the event was caused by user error.

Event description:
On 07/27/2022, zyno medical received a complaint from a user facility representative. 6 administration sets were reported to have filter tubing malfunction: "it starts leaking significantly from the filter portion." The reporter stated that this seems to happen when they need to pause the therapy that's running and then restart it. The therapy was a tpn containing lipids. Device operator was a cpht. Medication being infused was lipids. There was a patient involved. The patient was not harmed or injured. On 08/01/2022, the user facility representative contacted zyno medical and reported that "great news, this issue we were told about last week was a nursing error. My contact just emailed me that the nurse was not connecting everything right causing an error."